Event description:
The implantable neurostimulator and extension were returned to the MFR for disposal only. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The MFR's device tracking system indicated that the pt had expired. The health care professionals (hcps), listed in the MFR's device tracking system for the pt, were contacted to try and obtain cause of death and device relationship. One hcp stated that they had no info regarding the pt's death; the last call they received was to cancel his 2008 appointment. The other hcp stated they need a release from the next of kin to provide any info. Further follow-up is not possible due to lack of contact info.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found - ins was functionally okay. Final device analysis of the extension revealed non-significant anomalies - extension okay, but cut thru (suspected explant damage).